Event description:
The customer returned the maintenance unit to the service center for a separate issue. During the device analysis, the service team indicates that contaminated pump tube, fan, and connectors and yellowed pump tube was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the yellowed pump tube is cause traced to component failure and for contaminated pump tube, fan, and connectors is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.